Manufacturer narrative:
This device (bipap a30) was manufactured 11/29/2012 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.

Event description:
The manufacturer received information alleging a ventilator inoperative error code was found on a bipap a30 device. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device at third-party service center, the third-party service technician observed the error code, defective electrically erasable programmable read-only memory (or eepem) (e-020) and device cannot be operated after three restarts (e-088), in the device's error log. The third-party service technician further evaluated but was not able to determine the cause of this error code that occurred on the device. The device was scrapped per the customer request. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.